Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that only one proglide was used to achieve hemostasis and the sheath was upsized greater than 8.5 f. It should be noted that the proglide instructions for use (IFU), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device via 6fr sheath was attempted in a common femoral vein using the preclose technique prior to a mitraclip procedure. Reportedly, once the proglide device was inserted into the patient anatomy, no blood flow presented out of the marker lumen. The proglide device was removed and flushed with hepsaline, advanced and still no blood flow from the marker lumen. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to greater than 8.5fr and the mitraclip procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.